Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the investigation, there is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 5fr sheath after a diagnostic procedure. Reportedly, when the plunger was retracted, no suture was present. The vessel was re-wired and the proglide device was removed. A second proglide device was used and only the link was present when the device was deployed. The vessel was again re-wired and a third proglide device was used and the device could not be advanced into the anatomy after the guide wire was removed. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of proglide devices have not been established in patients who are morbidly obese (body mass index greater than 40 kg/m). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other two proglide devices referenced are being filed under separate medwatch MFR numbers.